Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The reported field event of battery voltage fluctuations was not confirmed in the laboratory. Review of battery trend data from the device image did not note any battery voltage fluctuations.

Event description:
It was reported that fluctuations in battery voltage measurements were observed as the device was being monitored month to month. A capacitor maintenance was performed. The device was explanted and replaced. The patient's condition is stable.